Manufacturer narrative:
(B)(4). The customer reported that the device intermittently locked up. The customer ordered and replaced the processor pca to resolve the issue.

Event description:
The customer reported that the device intermittently locked up.